Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the issue was unable to be reproduced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source main lamp did not ignite but the spare lamp did work. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5 and d10 *add missing information* a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (13) thirteen years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a diagnostic gastroscopy.